Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to distributor the device has not been functioning for more than a year. There was no swelling or redness over the implant side noted. No accident or trauma was reported.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Currently no further information has been received despite requested.

Event description:
According to the report, the device has not been functioning for more than a year. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Additional information has been requested from the field, but none has been received.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, damage to the active electrode likely caused by minute device mobility was also observed. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the report, the device has not been functioning for more than a year. There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The user has been re-implanted on december 18, 2018.